Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. (B)(4). The device remains implanted.

Event description:
It was reported in the article (reference as the patient number 4) that 12 months post successful stent assisted embolization of a basilar tip aneurysm using the subject device, angiography detected recanalization at the neck at the aneurysm. The patient underwent a second procedure to treat a reoccurrence of the aneurysm. During the second procedure, two stents were placed making y-configured hybrid stenting and additional coils were implanted. There was no known clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the event is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported in the article (reference as the patient number (B)(6)) that 12 months post successful stent assisted embolization of a basilar tip aneurysm using the subject device, angiography detected recanalization at the neck at the aneurysm. The patient underwent a second procedure to treat a reoccurrence of the aneurysm. During the second procedure two stents were placed making y-configured hybrid stenting and additional coils were implanted. There was no known clinical consequence to the patient.